Event description:
It was reported that revision surgery was performed for reasons unknown.

Manufacturer narrative:
It was reported that the product revised was a competitor product and was not a smith and nephew device.

Event description:
It was reported that the product revised was a competitor product and was not a smith and nephew device.